Event description:
It was reported that during a training with a mannequin, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. Customer checked the lifeband and repositioned the mannequin but the message did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/08/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the following: the front enclosure was cracked. From the condition of the platform, the damage appears to have been due to wear and tear. The platform was functionally tested and the reported issue of the platform displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was reproduced during power up. Further inspection identified the cause to be a single point load cell that was not functioning properly. Additionally, testing identified the display screen to be flickering due the lcd display not functioning properly. A review of the platform's archive showed multiple ua 7 faults occurring on the reported event date of (B)(6) 2014. No other faults were observed on the reported event date. Based on the investigation, the parts identified for replacement were the front enclosure, the single point load cell and the lcd display. In summary, the reported complaint of the platform displaying a ua 7 fault was confirmed during functional testing and archive review. The fault was attributed to a single point load cell that was not functioning properly. Following service of the platform, including replacement of the front enclosure, load cell and lcd display, the device passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.